Event description:
Another MFR introducer cannula was passed through the valve to facilitate placement of the same MFR stent. Upon advancement, the cannula passed through the valve and separated the sheath proximally. The pt lost a fair amount of blood and as a result was given a transfusion. The sheath was removed and exchanged.